Manufacturer narrative:
The event description was updated to correct the initial date of surgery from (B)(6) 2019 to (B)(6) 2019.

Event description:
It was reported that an ovitex mesh placed on (B)(6) 2019 to repair an inguinal hernia was removed on (B)(6) 2019.

Event description:
It was reported that an ovitex mesh placed on (B)(6) 2019 to repair an inguinal hernia was removed on (B)(6) 2019.